Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure isolated to a shorted pin on the u6 component on the computer/analog board. The shorted pin was causing the monitor to draw more current, causing the patient's batteries to drain more quickly. The root cause for the shorted pin on the u6 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was causing the patient's batteries to not hold a charge.